Manufacturer narrative:
The t:flex user guide states to replace the cartridge every 48 hours if using humalog insulin and reuse of cartridges may result in over-infusion or under-infusion and may cause serious injury or death. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm. The customer's blood glucose (bg) level was 300 mg/dl. The customer resumed insulin and a correction bolus was delivered to address the bg level. As the alarm was not occurring when tandem technical support was contacted, a cause of the event could not be determined.

Event description:
Customer reported to have been refilling the cartridges and using humalog in the cartridge for more that 3 days.